Manufacturer narrative:
Eval: results - stroke.

Event description:
Investigator reported that the patient had cva a year ago. Remote relation to the device. No relation to the drug or the procedure. No further information available.